Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which if off label usage of the device on (B)(6) 2022. On the evening of (B)(6) 2022, the patient's husband realized the patient was semi-conscious around 7:30 pm. She responded to stimulation, loud voices, and was arousable when he shook her. He attempted to give her juice to drink but she was unable to swallow it. He called emergency medical services (ems), put her in the car, and met the paramedics in route to the hospital. Paramedics administered a glucagon injection before she reached the hospital, and she regained full consciousness. She was observed for several hours at the emergency department (ed) and released at 12:30 am on (B)(6) 2022 in stable condition. Additionally, the patient stated that she did not remember having symptoms and thought that the bg finger stick value had been 26 mg/dl and the cgm value was 62 mg/dl during the time of the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.